Manufacturer narrative:
Patient samples were collected in bd lihep serum tubes. Centrifugation information has not been supplied to date. Samples were processed through the automation line. Qc was performing within the customer's established ranges at the time of the event. System check data has not been supplied by customer to date. On (B)(4) 2011, bci field service engineer (fse) was on site and replaced the sample pipettor, peri-pump tubing and aspirate probes. Fse also performed a carryover system check and a high sensitivity system check within instrument specifications to verify hardware after repairs were completed. Although several hardware components were replaced, a definitive root cause has not been determined to date for this event.

Event description:
A customer reported to beckman coulter inc (bci) that the unicel dxi 800 access immunoassay system generated an erroneously elevated creatinine kinase-mb (ckmb) result above the normal reference range for one (1) patient. The result was reported out of the lab. Repeat testing on an alternate instrument generated a result in the normal reference range that fits the clinical picture of the patient. Patient report was amended. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.